Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump right button was sticking sometimes, insulin pump button had to hit three to four times before button will activate and also retainer ring had crack. No harm requiring medical intervention was observed. The insulin pump will not be returned for analysis.